Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-01994. It was reported that the patient's ipg was explanted and replaced on (B)(6) 2023 due to inability to use stimulation due to painful stimulation while in use.

Manufacturer narrative:
A patient experiencing ineffective therapy and stimulation sensation regardless of therapy off or on was reported to abbott. The patient experienced undesired nerve stimulation with their scs system. Reprogramming was unable to resolve the issue. The rep identified high impedances on multiple contacts. A review of salesforce shows that a surgical procedure took place on (B)(6) 2023 with replacement of ipg and lead. The ipg was replaced for inability to use therapy due to painful stim while in use. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Medwatch form mw5150045 received on 30jan2024 reporting the ipg replacement which happened on (B)(6) 2023.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.